Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, he has been having issues with the insulin pump. He stated the device is not working correctly as he cannot get any power to it and he has replaced the battery. Customer had dropped the device and it stopped working. The customer doesn't recall his blood glucose level. Troubleshooting was performed for the blank display, and no anomalies were noted other than the customer dropping the device. The customer wasn't using the recommended battery type. The customer didn't have a new battery to complete troubleshooting. The customer was advised a battery cap was going to be sent. To ensure he used a new battery when he replaced the battery cap. He was also advised if the display does not return, to call back and get the device replaced. Customer is not currently returning the insulin pump for analysis.